Manufacturer narrative:
The device was received for evaluation. During functional testing, 'occlusion' was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification and could not be calibrated ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion issue during programming/setup on the 4th floor. There was no patient involvement. No additional information is available.